Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, eccentric, de novo target lesion was located in the non-tortuous and severely calcified right coronary artery. Following pre-dilation with a 2.5x12 balloon catheter, a 2.50 x 20 synergy drug-eluting stent was advanced to treat the lesion. Significant resistance was encountered during insertion and advancing of the device. The device was removed; however, the proximal part of the stent was noted to be deformed. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.